Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewires that are to be used with the jetstream device and in this case an incompatible guidewire was used. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream xc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device became stuck on the non-bsc guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.